Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, this 25 mm sjm trifecta valve was implanted in the pulmonic position along with a pulmonary enlargement patch. Beginning the end of 2013, the patient complained of dyspnea with limited physical exertion. Routine follow up had consistently indicated an intra-prosthetic leak (grade 1); however, the pulmonary leak gradually worsened in 2014. In (B)(6) 2015, a cardiac MRI indicated dilation of the right ventricle (rv) and an increase insufficiency in the regurgitation fraction of the pulmonary (88%). Due to severe pulmonary insufficiency with dyspnea, percutaneous pulmonary revascularization was required and on (B)(6) 2015, percutaneous revascularization with a 26 mm non-sjm tavi valve was performed. The patient was reported to be stable and discharged.